Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to put the pump into storage mode and return it using a prepaid label, with the acknowledgment and understanding that a replacement pump would be shipped to the confirmed address.